Manufacturer narrative:
B3: date of event is estimated. The return reason of oxygen error is confirmed since feed waste manifold's valve stuck due to debris inside the valves and compressor had low flow due to piston seals damage, debris under flapper of piston and valve plate.

Event description:
It was reported that when the patient went outside their home one morning, their oxygen had dropped to 61% when using their device. The patient went back to their stationary oxygen concentrator (from another manufacturer) and got their oxygen levels back up to 90%. When patient attempted to go outside again, the same issue with the portable oxygen concentrator occurred again. Patient went back inside their home but this time their stationary device was also not working. As a result, the patient went to the doctor, who then sent to the patient to the hospital. Patient was released from the hospital and is now doing fine with their replacement device.